Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
During an internal audit, it was found pace/sense portion of this lead was partially capped (B)(6) 2017 due to high thresholds post aortic surgery. No adverse patient events were reported. Should additional information become available, this file will be updated.